Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they received a low battery alert and had a blank display. The customer declined to troubleshoot for low battery alert. The customer reported that she received low battery and changed battery and would not come back on and changed the battery with 3 different new batteries and still the display was blank. The customer reported display was blank. The customer stated the display was not blank less than 30 seconds. The customer reported display was blank currently. Insert battery alarm did not display on the pump screen. The customer stated the contacts on the battery cap are missing. The gold flange was missing. The customer reported high blood glucose during blank display troubleshooting. The patient's current blood glucose was unknown. The blood glucose was in 300mg/dl range. The customer declined to troubleshoot for high blood glucose. A battery cap will be sent to the customer. The insulin pump will not be returned for analysis.